Event description:
Procedure type: hemicolectomy. According to the reporter: ta little piece of the diaphram came off on one of the 5mm trocars. X-rays weren't taken. The piece was not found and it was not retrieved. The device was removed and a different trocar was opened and used. There was no additional bleeding, neither the operative time nor the incision size were increased. There was no tissue damage. No patient injury was reported.

Manufacturer narrative:
(B) (4).